Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported non-reproducibly elevated ise (ion-selective electrode) patient results were generated for five patients on the laboratory¿s au5800 clinical chemistry analyzer. There was no change to patient treatment in association with this event.